Manufacturer narrative:
The technician found that the mounting bracket for the side rail latch was bent and not allowing the side rail to latch. The technician replaced the mounting bracket to resolve the issue.

Event description:
The account alleged that the head right side rail would not latch. No injury reported.